Event description:
The customer observed false elevated alinity I stat high sensitivity troponin-I for one sample. The following results were provided: (customer provided troponin reference range < 14 ng/l). (B)(6) 2024 sid (B)(6) initial result = 219.6 ng/l, 2 hours later a new sample ran on second analyzer (B)(6) with result = 3.0 ng/l. Initial sample was repeated on second analyzer with result = 3.6 ng/l and also reran on initial analyzer (B)(6) with result = 3.3 ng/l . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 61507ud00 did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I assay for lot 61507ud00 was identified. All available patient information was included. Additional patient details are not available.